Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. The imaging provided confirmed the reported fractured right side s1 screw shank and a dissociated left side s1 locking cap. An exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was performed to replace a creo mis locking cap that had loosened post operatively.